Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned broach handle does not show any obvious signs of damage. There is no lot number available for this device. The device exhibits signs of normal wear and use. The stated failure was confirmed with a functional evaluation. A broach was connected to the broach handle and it¿s very tight. The handle should open and close with ease. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr procedure and outside the patient it was discovered that it was too hard to open and close the double offset broach handle. No injuries or surgical delays reported. Surgery was finished with an s+n backup device.